Event description:
Error message--ventilator failure.======================manufacturer response for ventilator, neonatal, babylog (per site reporter).======================sent error logs to manufacturer. Set up conference call on all the issues we've been having are all similar. Had a conference call and manufacturer feels that the expiratory diaphragm are not being sterilized properly and/or need to be changed out on a annual basis. Ventilator tested within normal operating limits and was put back into service.